Event description:
Customer and customer's friend alleged, advantage system unavailable due to no power. Alleged that, while the system unavailable, customer experienced hypoglycemic symptoms and was transported to hosp, where he was treated with food and possibly other unk treatment. Customer also reported, a loss of consciousness during this period. Replacement product sent; product return requested.